Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. Programming changes were made on the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing again. No intervention was performed.